Event description:
It was reported that the alerts were delayed. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(6).